Manufacturer narrative:
E1: name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set leakage due to bent cannula issue, which led to high blood glucose level issue (492 mg/dl) and was treated with insulin pen event on 18 may 2026. The site inserted was on abdomen, lower back and the infusion set was in use for three days.